Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed requested but not provided, however the customer stated that the patient was a adult male.

Event description:
It was reported from the infusion clinic that the third bag of ns with potassium 20meq/100ml secondary infusion was programmed to infuse at 100ml/hour with a volume to be infused (vtbi) of 100ml for the duration of one hour, however infusion completed in 30 minutes. At completion of the third bag, the rn observed that the secondary infusion bag was empty and the device stated that there was 26ml left to infuse. Two different pump modules were checked and appeared to also infuse faster than expected. A new pcu and pump module were used on the 4th bag of potassium to be infused without further complications. The customer is concerned that the altered infusion rates are due to 1) pump module issue, 2) pcu issue, or 3) inaccurate volume in the infusion bag (but feel this is unlikely). There were no adverse effects caused to the adult patient from the event.

Event description:
It was reported from the infusion clinic that the third bag of ns with potassium 20meq/100ml secondary infusion was programmed to infuse at 100ml/hour with a volume to be infused (vtbi) of 100ml for the duration of one hour, however infusion completed in 30 minutes. At completion of the third bag, the rn observed that the secondary infusion bag was empty and the device stated that there was 26ml left to infuse. Two different pump modules were checked and appeared to also infuse faster than expected. A new pcu and pump module were used on the 4th bag of potassium to be infused without further complications. The customer is concerned that the altered infusion rates are due to 1) pump module issue, 2) pcu issue, or 3) inaccurate volume in the infusion bag (but feel this is unlikely). There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Additional information provided: d.11 the report of potassium infusing faster than expected was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Pump module s/n (B)(6) was last infusing a secondary infusion prior to the device being turned off and switching to pump module s/n (B)(6). This device was also programmed to infuse a secondary infusion, and was also channeled off prior to infusion completion. The root cause of the potassium reportedly infusing faster than expected was not identified. No device was returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed that the device was manufactured on 20 january 2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 12 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.